Event description:
The surgeon felt that the memo 3d rechord repair was insufficient after doing the implant and a resection. He decided a repair was not sufficient and he needed to replace the valve completely. He used a medtronic mitral valve instead. The patient did fine after the replacement.

Manufacturer narrative:
The testing method will be determined upon receipt of additional information. Information regarding the reason for explant and the availability of the device is not available at this time. The manufacturer is reporting this event in a conservative manner.

Event description:
The manufacturer received a patient tracking form on 24-oct-2016 of the following: a memo 3d rechord was implanted and then explanted on (B)(6) 2016 at the (B)(6) medical center.